Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got wet and does not work anymore. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there is fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.